Manufacturer narrative:
Dates estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the patient had been home for 10 days post successful arteriotomy closure using two proglide devices after a percutaneous coronary interventional impella procedure. Reportedly, groin bleeding occurred. During a two hour drive in an ambulance to the hospital, manual arterial compression was applied which resulted in a cold leg. Fasciotomy of the leg, pseudoaneurysm repair and embolectomy were performed. The patient was reportedly doing better; however, follow-up information was received that the patient died either later that night or the next day. The cause of death has not been provided. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494- off-label use- incorrect anatomy. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hemorrhage, occlusion, pseudoaneurysm, embolism and death are listed in the perclose proglide instructions for use (IFU) as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. It should be noted that the IFU states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/ or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. It is unknown if the IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. An abbott vascular medical affairs expert reviewed the case details. The review is as follows: due to limited information provided, we cannot fully determine for sure if the proglide sutures failure contributed to the patient¿s death. However, we can assume that the death in this case is directly related to procedural technique that were employed during access and upsizing of the sheath. The case may have been complicated by a mildly calcified cfa and high vessel access at the start of the procedure which might have contributed to the device issues. Proglide is only secondarily involved.b2, b3, d10: dates were previously estimated. H6: removed reported device code 2993.

Event description:
Additional information was received stating that suture placement was in the mildly calcified right common femoral artery via a 5f sheath. Placement was a high stick and may have contributed to the late bleed. The sheath was upsized to 14f. The cause of death was exsanguination. No additional information was provided.